Event description:
Medtronic received information that during the implant procedure the single load of this transcatheter bioprosthetic aortic valve was confirmed via visual, tactile, and fluoroscopic methods. The valve was attempted via the left femoral access and an infold was observed in the valve frame during deployment. The valve was assessed under fluoroscopy which showed an infold in the valve frame up to three and a half nodes. The valve was recaptured, and the delivery catheter system (dcs) was withdrawn from the patient. Of note, the patient anatomy did not contribute to the infold and a pre-implant balloon aortic valvuloplasty (bav) was not performed prior to the attempted implant. A new valve ((B)(6)) and dcs (pli-20) were used for implant. The valve was implanted at 3 millimeter (mm) on the non-coronary cusp (ncc) and 3 on the left coronary cusp (lcc). However, a c-tab of the valve did not fully disengage from the paddle pocket and subsequently the valve was pulled into the ascending aorta with removal of the dcs. Additionally, when the dcs was removed, the dcs nosecone interacted with the valve and pulled the valve slightly more aortic. Per the physician, patient anatomy did not contribute to the dislodgement. A new system successfully implanted another valve. This valve was implanted at a depth of 4mm on the ncc and 5 on the lcc. Additionally, it was reported during the implant that unspecified conduction issues occurred. One day following valve implant, a permanent pacemaker was implanted. Cardiomyopathy was also noted. No additional adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.